Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The reported patient effect(s) of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification and mild tortuosity. The 2.75x18 mm xience alpine stent was implanted and an edge dissection was noted. Another xience alpine stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.